Event description:
The surgeon used the first ap cutting guide to make cuts and cuts did not match the trial. He used a second set which also did not match. The surgeon had to go to a size five and make new cuts. Surgery delayed accordingly. Patient (age 78) is doing fine; but did lose add'l bone due to problems. Event date: 1999. The cutting guides (2) and trials (2) are being returned.